Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is use error. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 7/26/2022, it was reported by a sales representative via sems that 2 pins fell out of the black knob expandable reamer from an ar-3519h hip avn disposables kit. As surgeon was incrementally opening the reamer, there was not click and the blade could not be seen opening under fluoroscopy. As surgeon started to open from a 6, 1-2 click at a time until there was no resistance. By the time surgeon reached a 9, 2 pins fell off the handle on the floor and only one could be found. Surgeon used another expandable reamer to complete the case without further issues. This was discovered during a procedure. Additional information received on 7/27/2022: this was discovered during an intraosseous bioplasty of hip with expandable reamer. Bmc + allosync pure proceudre on (B)(6) 2022. Case was completed using another ar-3519h hip avn disposables kit without further issues.